Event description:
Was receiving tube feeding through gastrostomy tube. Abdomen began to become distended. Taken to the operating room on (B)(6) 2007 and 3.5 liters of brownish colored tube feeding was evacuated. The gastrostomy tube was out of the stomach and floating in the abdominal cavity. The balloon was deflated. It was discovered that the balloon self deflated 1.5 hours after insufflation.